Event description:
Patient undergoing a diagnostic laparotomy, whipple procedure, left hepatic lobe resection, and j-tube placement for a diagnosis of cholangiocarcinoma. During the procedure, the surgeon attempted to use the newly opened powered endopath stapler and the battery was dead. There was no injury to the patient, nor did the event prolong the surgery or hospitalization of the patient.